Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to no longer inflating. The patient reported his device stopped inflating and erection was impossible. The doctor tried, but was unable to unlock the pump. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information this inflatable penile prosthesis was revised as the prosthesis stopped inflating making erection impossible. During examination, the doctor suspected that the pump was stuck and tried different ways to unlock it. However, it was not possible. The doctor was unable to identify apparent defects that could lead to pump failure upon explant of the device. Titan touch pump, cylinders 1 and 2, reservoir, and detached inlet tubing (2) were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 1 at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with either piece of detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 1 at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed burn-like mark instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.